Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin. The customer¿s blood glucose was 262 mg/dl at the time of the incident. Customer treated high blood glucose with insulin pump. Customer stated that on monday he had high blood glucose all day. The customer¿s blood glucose was above 600 mg/dl. The customer admitted to hospital. Customer declined to perform high pressure test. The insulin pump will be returned for analysis.